Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe abdominal pain and diarrhea. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. Treatment was not reported. It was reported the patient was retrained on proper aseptic technique (approximately one month prior to receipt of this report). At the time of this report the patient was recovering from this peritonitis event. The action taken with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1985. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.